Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A site registered nurse (rn) reported that, while in a cranial procedure, the navigation system displayed localizer not connected. The nurse noted the error message immediately after successfully registering the patient. The system re-booted itself to the blue logo screen. In trouble-shooting, the nurse performed a hard re-boot and normal function was restored. The amber fault light did not appear on the camera and the error message was not present. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.